Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited an incorrect time. A technical support specialist confirmed that the customer had contacted support regarding the issue, which was resolved by changing the device time to the current eastern standard time. Tss stated that the devices that did not get the time through a network time protocol server, certain actions would cause the clock to fall behind like system crashes and hard reboots. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orl4sb was off by 10 minutes. The customer indicated that the time discrepancy between epic and pyxis may cause delays when removing medications. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.